Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a anterior, middle and posterior compartment repair with mesh and sacrospinous ligament fixation procedure performed on an (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and was stuck inside the capio cage. The procedure was completed using different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.